Manufacturer narrative:
Devices remains implanted in the patient.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was reported that the left iliac limb was suspected to have a hole or tear. An extension was used to resolve left type IV and possible ib endoleak. The aneurysm was successfully excluded at the conclusion of the implant procedure. As of this report, no additional patient sequelae has been reported at this time.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type iiib of the left common iliac artery stent is confirmed. The complaint is most likely device related. Procedure related harms for this complaint could not be determined. Procedure related harms for this complaint could not be determined. The reported endoleak type ib was not confirmed; rather there is a possible endoleak type ii which is not a device related failure. The final patient status was reported as a death, which was captured in (B)(4). The review of manufacturing lot confirmed all devices met specifications prior to release. Device remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: (B)(4).